Manufacturer narrative:
Weight : noted as over 3 kg. The reporter also stated the device is unavailable as it was disposed of at the time of the event.

Event description:
Information was received that while a smiths medical tracheal tube and holder kit was in use, the tube holder became loose and baby self extubated. Copious milky secretions led to a delay in re- intubation. CPR was required for 15 seconds. Re-intubation occurred once patient was stabilized. No further information received.